Manufacturer narrative:
Additional information shows that the product within this report was not involved in the reported issue. No further reports will be sent for this product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a incisional hernia repair with mesh laparoscopic. He had revision surgery 2 years and 2 months post-surgery. The patient underwent an incisional hernia with mesh open. The patient experienced adhesions; mesh removal; recurrence